Manufacturer narrative:
(B)(4).

Event description:
It was reported "an incident occurred on (B)(6) 2025 at the (B)(6) hospital. The guide of the catheter was kinked." The device was replaced. This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows an opened sac kit with the guide wire/catheter assembly removed from the guard. Signs of folds and creases were observed on the packaging and the guide wire towards the distal end. The customer also returned the guide wire/catheter assembly and guard for evaluation. The packaging was not returned. Visual analysis revealed both the guide wire and protective tubing were kinked, with the kink in the guard aligning with the kink in the guide wire. The lidstock label clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 92 mm from the distal tip. The guide wire length measured 349 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.510 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through a lab inventory 20ga introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire which aligned with a kink on the protective tubing. The packaging in the customer photo had signs of folding/creasing upon return. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The lidstock label clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "an incident occurred on (B)(6) 2025 at the (B)(6) hospital. The guide of the catheter was kinked." The device was replaced. This was found prior to use. There was no patient involvement.